Manufacturer narrative:
Upon investigation of the actual device used in this incident found controller board malfunctioned. A field service engineer replaced controller board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was blank. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.